Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 days post-operative of a low anterior resection procedure, it was noted that there was leak. During the procedure, the surgeon saw perfect donuts, no air leak, no bleeding. Air leak was repaired in the operating room when discovered.